Manufacturer narrative:
The fenestrated bipolar forceps was returned and failure analysis investigation was performed. The instrument was found to exhibit imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Further investigation found that the instrument had a loose pitch cable at the proximal clevis. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the fenestrated bipolar forceps instrument was too flexible and could not be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unsure what instrument had unintuitive motion. The customer's head was inside the high-resolution stereo viewer (hrsv) attempting to manipulate instruments when the issue occurred. The customer stated that the movements scaled greater than intended but moved in the intended direction. There was no timing issue, no shakiness, and no friction experienced. There was no instrument-to-instrument interference and no external collisions. The issue was persistent and was resolved by replacing the instrument. The instrument was inspected prior to use with no damage observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.